Manufacturer narrative:
The peritonitis occurred on an unspecified date in (b)(6 2020. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the same month as event onset, the patient was hospitalized for the peritonitis event. Treatment was unknown. The patient was recovered from the peritonitis event. The patient was discharged on an unreported date, the same month as hospital admission. Pd therapy was ongoing. No additional information is available.